Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. A healthcare provider reported on behalf of the customer that the low glucose alarm did not sound and he experienced sweating, trembling, seizure and a loss of consciousness. Emergency doctor was called and upon their arrival, customer was injected with glucagon. There was no report of death or permanent injury associated with this event.